Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose value was 599 mg/dl at the time of the incident. The customer was treated with insulin pump for high blood glucose. The customer stated that the cannula was bent. Product will be returned for analysis.